Event description:
Based on additional information received on 22-nov- 2017, this case initially considered as non-serious was upgraded to serious (important medical event of device malfunction). (B)(4). This unsolicited case from united states was received on 21-nov-2017 from the other non-health care professional. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after unknown latency the patient experienced right knee pain and right knee swelling, also, device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On an unknown date, the patient received treatment with intra-articular synvisc one injection (dose, indication, frequency and expiration date: not reported; lot number: 7rsl021). On an unknown date, unknown latency of receiving the injection the patient experienced right knee pain and knee swelling. Corrective treatment: not reported for all the events outcome: unknown for all the events. (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 22-nov-2017. Global ptc number was added. Additional event of device malfunction was added with details. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced right knee pain and right knee swelling. A temporal relationship cannot be established with the product administration since event onset date and product therapy details are unknown. However, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded. This single case report does not alter the benefit/risk profile of the product.